Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients leads have high impedances on all contacts. As a result, surgical intervention may be undertaken to address the issue.